Event description:
Caregiver was transferring resident with a maxi move when he heard a loud "pop" noise. The unit dropped the pt into the wheelchair about 6 inches. The mast came separated from the assembly and the unit came to rest on arms of wheelchair. No injuries were reported.

Manufacturer narrative:
Further info will be provided upon MFR's investigation.